Event description:
Slcr55b dlu was connected to the flexshaft extender (pes100). Once the stapler was positioned and fired, unformed staples were observed on the distal part of the cartridge and the knife cut the tissue on the proximal part, resulting in massive bleeding in the stomach. Dlu was attempted to be removed but proximal part of the upper jaw didn't close completely which made it impossible to remove it through the 15mm port. A new slc55g was opened and replaced. Once in firing range and fired, nothing happened. After several seconds, the pc read "firing sequence incomplete". At this time, competitive product was used to complete the case.